Event description:
In 2007, the lay user/patient contacted lifescan alleging that her one touch basic meter was displaying "error" message that was not followed by any error number. The patient claimed that there has been no trauma to the meter. The customer care advocate walked her through troubleshooting on the phone but the alleged error message was not resolved. She reportedly had symptoms of feeling sleepy with dry mouth and attempted to test on her meter before and during her symptoms, but was getting the "error" message. Because she was unable to test on her meter, she reportedly went to the doctor six days earlier at 8am. The patient obtained a "350 mg/dl" on an unknown device and claimed that she only received a blood glucose test with no further diabetes related treatment. It would be helpful to know how often the patient tests on her meter and how long the patient has been unable to test her blood glucose. It would also be helpful to know when her reported symptoms started and if she made any adjustments to her diabetes care regimen, such as medications, diet, activity levels, in response to the inability to test on her meter. Based on the provided information, this complaint is being reported because the patient was unable to test on her meter due to the error message and then developed symptoms, suggestive of hyperglycemia. The patient also obtained a "350 mg/dl" on her doctor's meter. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.